Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: unable to obtain any further information: the patient demographic info: age, weight, bmi at the time of index procedure. When was the mesh exposure first noted by a physician? Diagnostic confirmation? What is a physician¿s opinion as to the etiology of or contributing factors to suburethral mesh exposure? What is the patient's current status after the removal surgery? Product code and lot number.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. 12 years of post mesh insertion, the patient has still excellent bladder control. The small area of tissue sitting under urethra and minor blood spotting without pain were noted by the patient. The patient experienced the minor less than 5mm area of suburethral mesh exposure. Exposed mesh and granulation tissue were removed and defect was closed under local anesthesia on (B)(6) 2019. It was also reported that recovery is uneventful. No further information is available.